Manufacturer narrative:
Part 319.006, lot 4196414: release to warehouse date: november 10, 2000. Manufactured by synthes (B)(4). Review of the device history record(s) showed there were no issues during the manufacture of this product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported the depth gauge was sticking. The repair technician reported the depth gauge was not working smoothly, and was sticking and binding. Binding is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the depth gauge (part number 319.006, lot number 4196414). The subject device was returned with the complaint condition stating the device was received intact with the hooked needle probe undamaged. The ball bearing is slightly stuck and does not fully extend, causing the outer body to not be retained by the slider body. This complaint is confirmed drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The thickness of the needle (1.25 mm) is driven by the fact that the needle must fit into a drilled hole of 1.5 mm, and the length (80 mm) is determined so the slider can measure screws up to 40 mm. The material of the needle probe component (part # 319.006.03) is extra hard 316ss, which is an appropriate material for an instrument component of this type. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Although the exact cause cannot be determined, the most probable root cause for this complaint is wear from use and repeated sterilization cycles over the life of the device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient information is not available for reporting. Exact date of the event is unknown. Device is an instrument and is not implanted / explanted. No service history review can be performed as part number 319.006 with lot number 4196414 is a lot/batch controlled item. The manufacture date of this item is nov 10, 2000. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Subject device has been received and is currently in the evaluation process. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported to service and repair that the depth gauge was sticking when used. Not sure how the issue was found. It is unknown when whether there was a patient or procedure involvement. No other information available. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).